Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Colecistectomy - "the surgeon grasped the gallbladder and locked the trigger, afterwards, she tried to release the trigger and it jumped away from the handle. Pt status: ok